Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the code 8476 was displayed on the patient's personal therapy manager (ptm) and the pump was audibly alarming for the last 6 days but that it was confused with the fax machine. It was unknown if any electromagnetic interference had occurred but that the patient had increased pain and nausea. It was noted that the patient's pump would be interrogated. No further complications have been reported as a result of this event.

Manufacturer narrative:
The event is now reportable for intervention required and serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml dilaudid (hydromorphone) at 0.5 mg/day. The reason for use was not reported. It was reported that the patient was complaining of an alarm going off and when she was interrogated, logs showed a motor stall and a recovery mode. There were several according to the logs which were printed and will be in the box with the stalled pump. The event date was reported as (B)(6) 2019. There were no known external factors. Interventions/actions that were taken to resolve the issue included the replacement being completed on (B)(6) 2019. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ the rep was in possession of the device and would be returned to the manufacturer for analysis. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-14, additional information was received from the manufacturer representative (rep). The pump was returned with pump log s. Logs indicated the first stall occurred on (B)(6) 2019 at 18:21. The motor stall recovered at 23:34. Stalled again on (B)(6) 2019 at 01:12 with a recovery occurring at 12:43. A third stall occurred on (B)(6) 2019 at 15:42 with a recovery occurring on (B)(6) 2019 at 04:19. A fourth motor stall occurred on (B)(6) 2019 at 07:43 with a recovery occurring at 15:44. A fifth stall motor stall occurred on (B)(6) 2019 at 00:14 and recovered at 14:29. A sixth motor stall occurred at 23:01 with a motor stall recovery occurring on (B)(6) 2019 at 06:52. A seventh motor stall occurred at 16:13 with a motor stall recovery occurring at 17:48. An eighth motor stall occurred on (B)(6) 2019 at 00:26 and recovered at 13:49. A ninth motor stall occurred on (B)(6) 2019 at 11:43 and recovered at 23:02. A tenth motor stall occurred on (B)(6) 2019 at 01:02 and recovered at 18:37.

Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. The previously reported conclusion code 11 no longer applies to this event and has been updated to 24. The previously reported method code 4118 no longer applies to this event and has been updated to 10. The previously reported results code 3233 no longer applies to this event and has been updated to 180. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.